Event description:
Nursing staff report bed sensor did not alarm in programmed time frame. Alarm was set on one (1) second delay-did not sound for greater than 45 seconds. The resident was found on the floor in the hallway complaining of left hip pain. The resident had gotten out of bed and ambulated unassisted. He was transferred to the hosp and admitted with fracture of the left hip.